Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The allegation is against 1of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7439373.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of lead b found it was returned in two segments as a result of the explant procedure. Microscopic inspection of the terminal end segment found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.